Event description:
Additional information was received from the patient¿s daughter on 2017-feb-07. The patient stated that the cerebral hemorrhage happened on (B)(6) 2016 and the patient was unable to express concerns for a while. The therapy was changed due to not controlling urination after hemorrhage. The program on the device was changed and was to be tried for 3 weeks to see if the change made an improvement. The patient¿s daughter stated that the patient was unable to write.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reiterated that patient had a cerebral hemorrhage last year on (B)(6) and had had a couple of infections. Caller stated that patient hasn't had an infection in quite a while. Caller confirmed she doesn't believe the infection and hemorrhage are related to the patient's device.

Manufacturer narrative:
Patient code : (B)(6) does not apply to this event ¿review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update device code (B)(4) no longer applies if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins has not worked very well since implant and has gotten worse. The consumer stated that the patient had a cerebral hemorrhage on (B)(6) 2016. The consumer also stated that the patient has had urinary tract infections (utis) ¿right after it was put in, like 3 months after¿ (2016) and has had several more in (B)(6) 2016 and thinks the patient might have one currently. They are waiting on urine analysis for results.

Event description:
Additional information was received from a consumer. It was reported that the patient was unable to write due to the cerebral hemorrhage. The program was adjusted and the device was working ok now. There were no utis since it was adjusted. It was reported that utis were frequent and urination was frequent. It was reported that they were not really sure what the cause was, and that they just know that after the program was changed, the situation seemed to have been corrected for now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported by friend/family member that patient has had several uti (urinary tract infection) since 2017 (caller stated 6 months ago). Furthermore, patient had a uti now. It was mentioned that patient did have a fall in (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had 2-3 urinary tract infections (utis) since (B)(6). It was mentioned that the caller was not with the patient at the time and wanted to get information on what to do. The caller stated that their health care professional didn't know much about the device and his assistant had to help and the patient did not really get much better so the caller kept adjusting herself. It was noted that the patient was on p4 and lowered the stimulation. There were no further symptoms or complications reported or anticipated.